Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with the implantable cardioverter defibrillator at elective replacement indicator. Based on longevity estimates, premature battery depletion was suspected. The physician explanted and replaced the device with no complications. Further investigation revealed, that the programmer had overestimated the battery longevity and that the device battery depletion was normal. The patient was stable and doing well.